Manufacturer narrative:
The customer contacted a siemens customer care center. The customer replaced the saline solution with fresh solution on the advia 1800 instrument. Then, the customer replaced the halogen lamp, recalibrated the calcium_2 assay, and ran quality controls (qcs); the qcs recovered within acceptable ranges. The customer reported that no further discordant results were obtained after they performed the maintenance procedures. Siemens further investigated the issue and determined that there was no evidence of an instrument malfunction. The issue was resolved with the instrument maintenance procedures performed by the customer. The cause of the discordant, falsely elevated calcium_2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium_2 (ca_2) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00214 on 17-jun-2019. Additional information (01-jul-2019): the customer reported that quality controls were within acceptable ranges prior to obtaining the discordant, falsely elevated calcium 2 (ca 2) result. The instrument is performing according to specifications. No further evaluation of this device is required.